Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump drive support end was damaged. Customer blood glucose reading was 190 mg/dl. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump received with minor scratched display window, cracked reservoir tube lip, missing end cap sticker and completely cracked end cap. Unable to perform displacement test due to completely cracked end cap.